Event description:
It was reported that the stent was damaged and moved on the balloon. During preparation, the protective covering was removed from a 4.00 x 38 mm synergy and the stent was noted to be hanging off of the balloon. The procedure was completed with another of the same device. No patient complications occurred.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual/tactile inspection, microscopic analysis and dimensional testing were performed. Multiple kinks were found along the length of the hypotube shaft. Inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a kink in the distal extrusion 3.1cm distal to the port exchange. The stent struts were pulled from the mid-section over the bumper distal tip.

Event description:
It was reported that the stent was damaged and moved on the balloon. During preparation, the protective covering was removed from a 4.00 x 38 mm synergy and the stent was noted to be hanging off of the balloon. The procedure was completed with another of the same device. No patient complications occurred.